Event description:
The customer reported the system displayed precharge failure and was alarming. Requiring a reboot to restore functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.